Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind. The problem was isolated to mother board. Analysis was unable to test for motor error alarm, perform the displacement test or verify motor position encoder error alarm in alarm history screen due to constant motion sensor test failure alarm. The motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.